Manufacturer narrative:
(B)(4). . The device was returned for analysis. The reported dislodged stent was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpine instructions for use (IFU) states to remove the product mandrel and protective stent sheath prior to removing air from the system. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the violation of the IFU of not removing the protective sheath and mandrel prior to preparing the device in conjunction with inadvertent mishandling during sheath removal resulted in the reported dislodged stent.

Event description:
It was reported that during preparation of the 4.00 x 33 mm xience alpine stent delivery system (sds) the stent implant became dislodged from the balloon and was found inside the protective sheath. There was no resistance felt during removal of the sds from the hoop/coil. The sds was prepped (air aspiration) prior to the removal of the product mandrel and stent sheath and there was no resistance felt during their removal. The xience alpine sds was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.